Event description:
It was reported that during a routine check by the perfusionist, the cs100 intra-aortic balloon pump (iabp) has incorrect inflation and deflation. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) after diagnosis found that pressure not reaching for inflation. Need to 5000 maintenance kit replaced & also need to replace safety disk and in compressor one screw damaged. On, (B)(6) 2024 open compressor and repair it. On (B)(6) 2024, reconnect the repaired compressor. Problem rectified. Handed over the unit in working order.